Manufacturer narrative:
Weight ,ethnicity, race: unk. Clinical code: (B)(4): plastic pieces were removed from inside the eye. Investigation type (B)(4): lens work order search- no similar complaint event(s) within associated lots were found. Code (B)(4): device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -7.00 diopter was implanted into the patients right eye (od) on (B)(6) 2022. Foreign material contamination (plastic pieces) were observed. The plastic pieces were removed from inside the eye and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H6-device evaluation: a microcentrifuge vial was returned with no lens. Visual inspection found clear particulate in vial. Due to particulate being noticeable floating in liquid, vial was not opened. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).